Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had a possible stone stuck in channel port during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition to the user's report, it was also noted that foreign material was present in the device. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined for either the customer's reported event nor the additional findings during the evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.